Event description:
It was reported following a coronary intervention a 6f angio-seal evolution was deployed. During deployment the device pulled back smoothly and as the green marker was approached, the device skipped or jumped past the green marker. Hemostasis was achieved and the physician felt that compaction was complete. The next day, the patient was diagnosed with a retroperitoneal bleeding event and underwent surgery. Surgical findings stated that the angio-seal was dissected from the artery and was not in direct contact with the artery. The procedure was successful. The patient was taking prescribed anti-coagulant medication. Allegedly, the compaction tube did not get full compaction and the collagen was not completely on the exterior of the common femoral artery. No additional information is anticipated.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.